Manufacturer narrative:
(B)(6). The device was not returned to edwards for evaluation as it was discarded by the hospital staff. Per the instructions for use (IFU), paravalvular leak (pvl) and device migration are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per report, the valve migrated to the lvot due to the heavy calcification that was found at the edge of the leaflet. The migration likely contributed to the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6) , seven days post successful transfemoral tavr procedure in the aortic position, severe paravalvular leak (pvl) was detected. The patient was taken back to the operating room and during the surgery, it was observed that the valve had ¿moved to the lvot due to the heavy calcification at the edge of the leaflet¿. The sapien 3 valve was then explanted and replaced with a 27 mm hancock ii ultra-surgical valve. The patient was noted to be in the hospital and getting better without other complications.

Manufacturer narrative:
Additional information provided indicated the valve had been deployed "a little bit lv side" 60:40 but in an acceptable position. The patient had a heavily calcified bicuspid valve and its likely that the longer leaflet may have caused the migration.